Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient awoke with a blood glucose level of 573mg/dl with vomiting. The pump was reportedly alarming at the time with a call service alarm. The pump was rebooted and the pump emitted a replace battery alarm. The reporter got a new battery and the pump would not power on. The reporter indicated that the patient was swimming the day prior and when the battery was taken out there was a black liquid on it. The liquid was reportedly also on the patient's bed. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to not responding to a call service alarm. The allegation that the pump will not power on is not related to the patient's elevated blood glucose as the issue did not occur until after the patient's blood glucose level was elevated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The units remaining were correctly calculated and recorded in pump alarm history. There are no alarms related to the complaint in the alarm history. An "ezprime" operation was performed with no difficulties. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The call service alarm was noted in pump alarm history but not duplicated during investigation. Unrelated to the complaint, corrosion and moisture damage was found inside the battery compartment and on the battery cap. The battery cap was also found to be damaged. The allegation that the pump would not power on is not related to the reported complaint as the issue did not occur until after the patient's blood glucose level was elevated.